Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Unable to establish the exact root cause as no failure detected. Calibration failure detected. As a resolution, vyaire ts advised to perform complete calibration. No further updates from customer after request.

Event description:
It was reported to vyaire medical that the bellvista1000 us ventilator had 401 - inspiration valve or device leaky and alarm 316 - blower failure.the customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. Vyaire ts recommended to test unit with a known good blower, perform the blower test, insp block valve test, and a complete calibration. Then send the logs for analysis. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.